Event description:
During surgery for dissecting aneurysm involving left main carotid artery it appeared that membrane in oxygenator clotted off. Pt on heparin & heparin may not have circulated properly. Dark arterial blood noted in perfusion lines. Oxygenator changed immediately & oxygen stats increased. No impact on pt.